Event description:
During follow-up, noise resulting in oversensing and inappropriate antitachycardia pacing was observed on the right ventricular (rv) lead. Rv lead replacement is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.